Manufacturer narrative:
The investigation into the limb ischemia reversible issue has been completed. The device was not returned for investigation. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined.

Event description:
The user facility reported a 63-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The physician used the right femoral artery as the access point with 14 fr sheath and repo sheath. The right femoral artery spasmed and there was no distal flow with the repo sheath in. An antegrade stick was made for distal perfusion.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿